Event description:
It was observed during the device inspection, that the rhino-laryngo videoscope exhibited insertion tear. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. Based on the investigation results, insertion section is torn, could not be identified. Root cause could not be identified. Since the subject device was not returned to qa, shirakawa factory, its condition could not be thoroughly checked. We could not identify the probable cause of the phenomenon ¿insertion section is torn¿ from the information obtained in the investigation results. However, the cause of breakage was unable to be specified. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: labeling review: we checked the instruction manual and found that it had descriptions related to the phenomena. Olympus will continue to monitor the field performance for this device.